Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing and pace impedance measurements of greater than 3,000 ohms. Boston scientific technical services discussed troubleshooting options with the health care professional including further evaluation in the clinic. At this time the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 160 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing and pace impedance measurements of greater than 3,000 ohms. Boston scientific technical services discussed troubleshooting options with the health care professional including further evaluation in the clinic. At this time the lead remains in service. No adverse patient effects were reported. Additional information was received that the right atrial (ra) lead appeared to be fractured and the patient was to undergo a lead revision procedure. Additional information was requested by the field representative in which no information was obtained. The lead has not been returned. No adverse patient effects were reported. Additional information was received that the ra lead was explanted and replaced. The new ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing and pace impedance measurements of greater than 3,000 ohms. Boston scientific technical services discussed troubleshooting options with the health care professional including further evaluation in the clinic. At this time the lead remains in service. No adverse patient effects were reported. Additional information was received that the right atrial (ra) lead appeared to be fractured and the patient was to undergo a lead revision procedure. Additional information was requested by the field representative in which no information was obtained. The lead has not been returned. No adverse patient effects were reported. Additional information was received that the ra lead was explanted and replaced. The new ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited noise, oversensing and pace impedance measurements of greater than 3,000 ohms. Boston scientific technical services discussed troubleshooting options with the health care professional including further evaluation in the clinic. At this time the lead remains in service. No adverse patient effects were reported. Additional information was received that the right atrial (ra) lead appeared to be fractured and the patient was to undergo a lead revision procedure. Additional information was requested by the field representative in which no information was obtained. The lead has not been returned. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.